Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. The investigator subsequently filled the tank with water and turned on the power switch. The customer reported product problem (insufficient heating) was confirmed during testing. The product problem occurred because a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty heater assembly was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the device did not warm the fluid. No adverse effects to patient reported.